Event description:
It was reported that during an upgrade procedure for this patient this right ventricular (rv) lead was cut accidentally. Subsequently, this resulted in this lead explant and a new lead implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.